Event description:
It was reported, that the right ventricular lead exhibited high capture thresholds. During the procedure, it was discovered, that the lead appeared to have lost some slack with the use of fluoroscopy. A stylet was used and it took more than 15 turns to retract the helix. An attempt was made to reposition the lead, but the helix was not extending. The lead was explanted and replaced. Patient left the procedure room in stable condition.